Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23-millimeter (mm) transcatheter bioprosthetic valve into a non-medtronic surgical aortic valve, the valve dislodged upon deployment. It was also reported that a premature ventricular contraction (pvc) occurred during deployment. A second 23mm transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.